Manufacturer narrative:
Product past expiration date. Pads expired on 2019. Battery pack was expired with a labeled expiration date of 05/31/2023. The cause of their AED not powering on was identified as a failure to maintain the AED.

Event description:
A customer reported that their AED will not power on. They stated the battery and the pads were expired. They reported that this did not occur during patient use.